Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, migration, contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2016: (B)(6) hospital. (B)(6), md. Indication: ¿mr. (B)(6) is a 64-year-old male who has had some issues with new onset abdominal pain for over a week. He has not had a bowel movement in the same period of time. I saw him in consultation in the emergency department. Please refer to that note from earlier today. After seeing him and reviewing the CT scan, he had findings consistent with an incarcerated umbilical hernia containing transverse colon. I recommended going to the operating room for exploration with repair of his hernia and possible bowel resection. Risks and benefits were discussed and informed consent was obtained.¿ implant procedure: open repair of umbilical hernia with mesh. Implant: gore® bio-a® tissue reinforcement [fs0915/14977598, 9cm x 15cm]. Implant date: (B)(6) 2016 (hospitalization july 4-8, 2016) (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), pa-c. Preoperative and postoperative diagnosis: incarcerated hernia. Anesthesia: general. Estimated blood loss: 50 ml. Wound class: class 1, clean. Findings: ¿incarcerated umbilical hernia containing transverse colon.¿ procedure: ¿the patient was taken to the operating room, placed supine on the operating table. After general anesthesia was established, the abdomen was prepped and draped in standard surgical fashion. Given his overall body habitus and the size of the hernia defect, I felt he had best be addressed with a vertical midline incision, especially if a bowel resection would be necessary. This was then carried out. Subcutaneous tissues were divided. There was a very large hernia sac measuring approximately 15 cm in diameter. I carefully dissected the tissues surrounding this. The hernia sac was dissected free down to its base. I then opened this and resected the entire hernia sac. There was ischemic omentum within this. There was also noted to be a loop of transverse colon which was congested with patchy superficial ischemia of a very small section close to the mesenteric border. I did have to open up the fascial defect slightly more so this could be further mobilized. There was an area of obvious obstruction from this hernia. Once the fascia was opened up further and the colon was further mobilized, the dilated proximal aspect looked healthy and viable and the distal decompressed also looked normal. At this point, after observing the bowel for several minutes, it did seem less congested and more pink and viable. Again, that small area which was less than 1 cm in diameter seemed to have just some superficial ischemic changes and therefore I elected not to proceed with a resection of this area. I therefore did a partial omentectomy and reduced the herniated contents without difficulty. Noting that he had significant distension along with his morbid obesity would have made it impossible to perform a laparoscopic assisted hernia repair and with that I closed the fascia with a looped 0- pds. I then did an onlay repair using a gore bio-a mesh measuring 9 x 15 cm in size. This was sewn into place using a running suture of 0-prolene. The umbilical stock was reattached to the gore bio-a mesh with interrupted suture of 2-0 prolene. Subcutaneous tissues were then reapproximated in several layers using a 2-0 vicryl to try to decompress the dead space as much as possible. I did place a 19-french blake drain at the base of this wound given the potential space that was created by resecting his hernia. The skin was then closed with surgical staples. The areas were then cleaned and dressings were applied. All sponge, needle and instrument counts were correct at the end of the case. The patient tolerated the procedure well and was awaken from general anesthesia, extubated and brought to the recovery room in good condition.¿ (b)(6 2016: (B)(6) hospital. Implant sticker. ¿graft bio-a tiss 9x15cm¿. Name: graft bi0-a tiss 9x15cm wl gore fs0915 - log366870. Model/cat number: fs0915. Serial number: (B)(6). Log366870. Area: abdomen. Manufacturer: gore w l. Quantity: 1. (B)(6) 2016: (B)(6), md. Pathology. Specimen: a. Omentum; b. Umbilical hernia sac. History: incarcerated ventral hernia. Gross: ¿the specimen container labeled ¿omentum¿ consists of a 37 x 14.5 x 3 cm apron of yellow-red lobulated soft tissue. Sectioning reveals variable yellow-brown lobulated cut surfaces with no focal lesions. Representative tissue is submitted in cassettes a-1 through a-3. The specimen container labeled ¿umbilical hernia sac¿ consists of two fragments of membranous soft tissue ranging from 7.6 to 13.5 cm in greatest dimension. No sections are taken.¿ diagnosis: omentum: ¿omental tissue with hemorrhage and adherent fibrinopurulent debris, consistent with incarceration.¿ soft tissue, umbilical hernia sac, excision: ¿consistent with umbilical hernia sac (gross only).¿ partial explant preoperative complaints: (B)(6) 2016: (B)(6) hospital. (B(6), md. Indications: ¿(B)(6) is a 64-year-old male who underwent an umbilical hernia repair by dr. (B)(6) on july 4. At that time the fascia was closed and placement of an on lay of by bioa. Patient has been having some wound issues. He presented to the clinic today with significant odor of his wound and concern for dehiscence. CT scan showed evidence for significant subcutaneous wound infection and possible dehiscence. He presents to the operating room for evaluation of this area. Risks, benefits and alternatives of surgery were discussed with the patient and he wishes to proceed.¿ partial explant procedure: irrigation and debridement of abdominal wound. Partial explant date: (B)(6) 2016 (hospitalization august 15-19, 2016) (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), pa-c. Preoperative diagnosis: wound infection, possible incisional hernia. Postoperative diagnosis: wound infection with possible dehiscence. Estimated blood loss: 10 ml. Anesthesia: general. Complication: none. Findings: ¿necrotic tissue within the wound. Degraded pieces of bioa removed. Unable to determine the location of fascia or bowel. Elected to wash out the wound and do wet-to-dry dressing changes.¿ procedure: ¿informed consent was obtained. Patient was taken to the operating room. General anesthesia was administered. The area was prepped and draped in a sterile fashion. A timeout was performed. I began by opening the inferior aspect of this incision. The wound had some significant for pernicious debris which I carefully debrided. The base of the wound had pieces of what looked to be old bio a mesh material. These pieces were removed. I could not discern where any fascia was located nor any bowel loops. I elected not to be terribly aggressive for fear that injury to the bowel would occur. I then used a pulse irrigator to clean the wound. I took great care not to use this close to where the bowel could be located. I then packed the wound with some moistened kerlix. Dressings were applied. Patient tolerated the procedure well. He was taken to recovery per anesthesia. All sponge and instrument counts are correct.¿ specimens removed: ¿no specimens ordered on this surgical log.¿ relevant medical information: 8/30/16 ¿ 8/31/16: (B)(6) hospital. Hospital admission. (B)(6) 2016: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: necrotic abdominal wound. Procedure: abdominal wound excisional debridement, 10x6x8 cm. Depth subcutaneous. Anesthesia: general plus 0.5% marcaine with epinephrine. Estimated blood loss: 50 ml. Complications: none. Indication: (B)(6) is a 64-year-old male with a previous emergent incarcerated umbilical hernia repair with bio-a. Unfortunately, developed wound issues and a debridement several weeks later. The wound has been open. Presented to the clinic yesterday with increasing foul smell drainage from his open wound. He was admitted by my partner, dr. Schmidt, set up for surgery for surgical debridement this morning. The plan discussed with the patient preoperatively.¿ findings: necrotic fat. Procedure: ¿after informed consent signed, patient brought to surgery and induced under general anesthesia. His abdomen was prepped and draped in standard fashion. A time-out was performed. His wound was deep, it had obviously necrotic fat in several areas. There was some scattered granulation tissue. The depth of the wound was deep, probably down to the fascia and maybe even some fascial. The base of the wound actually was granulating in. I could not tell whether this was intact fascia or granulated bowel. At this point, we began debridement using a combination of sharp scissor, curet, [sic] excisional debridement was performed. We also used the versajet to debride the tissues. He had significant amounts of poorly vascularized fat and necrotic fat. There are no pockets of undrained abscess. We continued our debridement until almost all the surfaces were bleeding. The measurements of the wound postdebridement were 10 x 6 x a depth of 8 cm. We were all the way down probably to the fascial level. The debridement itself was primarily subcutaneous fat. Once we were satisfied with debridement, I chose not to replace the v.a.c. An overall kerlix was used to pack the wound. It was soaked in dakin's solution. Standard dressing applied. Patient awakened and transferred to the recovery room.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2016 whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial removal of infected mesh, previous gore mesh was found degraded into pieces, wound debridement due to infection, foul smelling drainage from open wound, necrotic abdominal wound, non-healing open wound. Additional event specific information was not provided.